Manufacturer narrative:
Follow-up #1: follow-up #1: date of submission 03/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings:there was moisture damage found to the pump; the up, down and ok keypad buttons were found to be intermittently responsive. The keypad cover removed; there was no contamination found under the key contacts. Unrelated to the complaint, moisture was observed under the display and in battery compartment. The battery compartment was cracked below the bumper pad and the battery compartment was leaking during a leak test. The pump case was removed and there was moisture observed inside the pump. Also unrelated to the complaint, text segments were found to be missing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the up, down and ok keypad buttons reportedly were under responsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.